Manufacturer narrative:
The device is not available for evaluation. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is ongoing.

Event description:
The user facility in australia reported that a patient suffered a posterior capsular bag rupture during procedure and that it happened one other time. The physician felt the aspiration vacuum settings were high since the last upgrade, and requested for a technical representative to review the settings. The technical service manager confirmed that the settings were accurate and calibrated. Doctor files were transferred after the upgrade and all looked fine. The physician adjusted the settings and reduced his vacuum from 450 to 50; and air from 25 to 30 and is satisfied and using the machine post-upgrade without issues. The surgery was extended, and an anterior vitrectomy was performed, but used the original chosen lens as the bag was still stable enough even with the hole. No additional anesthesia was provided to the patient. Various attempts were made to obtain more information on patient outcome; however, there has been no response to date.

Manufacturer narrative:
Additional information on a3, b5, and b6.

Event description:
The patient received a phaco and iol right distance procedure on (B)(6) 2022 and was last seen 4 weeks postoperative on (B)(6) 2022.

Manufacturer narrative:
We are unable to investigate for root cause since the product is not available for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.